Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 38-year-old male patient underwent a non-ischemic ventricular tachycardia (non-isvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade and heart block requiring a pericardiocentesis and a temporary pacemaker. It was reported that after a ventricular tachycardia vt case, a pericardial effusion was discovered. The biosense webster inc. (Bwi) representative reported that they noticed the patient had a change in heart rhythm which caused low blood pressure. The patient developed complete heart block. They placed a temporary pacemaker to correct the heart block. The pericardial effusion was confirmed by echocardiogram. The medical intervention provided was a pericardiocentesis and 880cc of fluid was removed. The patient was reported to be in stable condition. The physician believed the injury occurred due to a coronary sinus perforation. This adverse event was discovered post use of biosense webster products. The patient required extended hospitalization because of the adverse event as he was kept in the ICU 2 more days and then discharged. Relevant test and laboratory data: hemoglobin 16, hematocrit 47.9, platelets 303, all normal. Other relevant history includes no anticoagulants. A smartablate generator was used in the event (g4c-1409). A transseptal puncture was not performed. Prior to noting the pericardial effusion, ablation was performed, but it was discovered about an hour after the final ablation as the patient was about to be taken off the table. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was normal for sf catheter: 2cc, then 30w at 8cc, 30w at 15cc. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, visitag. The visitag module was used, parameters for stability used were IFU settings: 2.5mm range; 3 sec; 25% for 3g; 3mm tags. No additional filter was used with the visitag. Tag index color options were used prospectively.